Event description:
Tha was done with s-rom and pinnacle mom (manufactured by another country's MFR) in 2007. After the surgery, the cup became loose. In 2009, the second surgery was done. During the surgery, metallosis was noted around the cup. The liner was found disassembled even though the doctor did not use the remover. According to the doctor, it was found black especially between the liner and cup, and the cup and acetabulum. The back of the liner has the scratch, which might be made by the screw head.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. Evidence present suggests surgical technique was likely a contributing factor. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.